Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag was more full than it should be. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filled at the completion of the investigation.

Event description:
The user facility reported a saline bag back filled during recirculation mode. However, the issue was not immediately observed by the clinic staff. A pt was set up for dialysis. The saline bag was clamped off. The pt had dialysis as normal, but staff noticed the clamped saline bag was more full than it should be. They swapped out the saline and discarded it. New saline was used at the end of treatment to flush the lines. There was no adverse event aas the pt was never exposed to the potentially affected saline. Following treatment, the machine was removed from svc. While in set-up mode. According to the biomedical technician, the machine was removed from the floor, and the malfunction could not be duplicated. The machine was put back on the floor without further issues. The facility tech replaced the leaking high pressure flow regulator on the device. The part was not returned for eval and the machine was returned to svc.